Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
Concomitants: 02-010-01-0330 - logic femoral ps cem right sz 3 3905011; 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 3917545; 200-02-32 - three peg patella 32mm 3585741; a10007 - gps knee implant kit 10030014007. These devices are used for treatment and diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be determined from the available information but may have been due to prosthesis wear or due to inclusion of the polyethylene component in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.